Event description:
The nurse was in the process of giving chemotherapy to a pediatric patient. She noted when she was checking the IV that blood had backed up and the system was leaking at the site of the IV tubing and the phaseal system. Initially it was thought that it was user error, but this same nurse had this occur a second time even after she was extremely diligent in making certain connections were tight. The staff felt that it was lot numbers from the same batch. After the initiation of this report it was reported again that a 3rd incident occurred.